Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the plug port did not fit into the atrial port of the implantable cardioverter defibrillator. The procedure was completed with a medtronic port plug. The patient was in stable condition.